Manufacturer narrative:
G4: 26feb2020 b4: (B)(6)2020. H10: d4: UDI# added submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18may2020. B4: 26may2020. The blower motor assembly was returned for failure analysis. A visual inspection revealed no anomalies. During testing, no faults were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
It was reported that the unit declared a high blower temperature error. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting. The customer reported replacing the air inlet filter to try and resolve the issue. The fse was unable to reproduce the error; however, the fse reported blower high temperature messages error messages in the unit. The fse replaced the blower , tested the unit and the issue was resolved